Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion and was ruptured. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.